Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to report the closure of the complaint investigation. [Conclusion]: it was reported that during the procedure, the physician attempted to gain access to the right femoral artery, but it was occluded. The left femoral artery was also occluded so the physician accessed the right radial artery and navigated all the catheters to their desired location. He crossed the clot with the phenom¿ 21 microcatheter (medtronic) and successfully loaded the 5mm x 37mm embotrap iii revascularization device (et309537/lot# unknown) into the microcatheter and completed the first pass with the device. After the first pass, the embotrap iii device was cleaned in the back table and reloaded into the introducer. The introducer was passed into the rotating hemostasis valve (rhv) but upon seating it in the hub of the microcatheter, the physician could not advance the device into the microcatheter; he was also unable to retrieve the device out of the introducer. The device was likely pushed out of the end of the introducer when advancing the introducer through the rhv and then pinched between the hub of the microcatheter and the tip of the introducer when the introducer was being advanced. At that point, the device was damaged and no longer usable for any more passes. The physician removed the introducer and the device from the microcatheter and discarded it. Another 5mm x 37mm embotrap iii was loaded into the rhv and advanced into the microcatheter without issue. Another pass was completed with the new embotrap iii, but little clot was retrieved on the second pass. At that point, the physician switched to a 6mm x 37mm trevo® nxt provue retriever (stryker). The physician completed two more passes with the trevo retriever and stopped treatment with a treatment in cerebral infarction (tici) result of 2a. There was no report of any patient adverse event or complication associated with the reported issue. On (B)(6) 2020, additional information was provided via phone by the sales rep to the clinician related to the sequence of event that led to the alleged device damage reported in the complaint. The sales rep reported that there were three people involved in the case and he spoke to two of the three people involved. This is the second embotrap iii case for this physician. The first case reportedly went well with a tici score of 3 (complete perfusion) was achieved with one embotrap iii pass. The surgical tech from this case was relatively new and he stated that this was a complicated case from the start with both femoral arteries occluded which resulted the access point being the right radial artery. The first pass made with the embotrap iii was uneventful. They cleaned the device on the back table and reloaded it into the introducer. While reloading the introducer into the rhv and seating in the hub of the microcatheter, the basket of the embotrap iii stuck out a little. When they attempted to push the introducer into the microcatheter hub, they pinched the exposed end of the embotrap basket between the microcatheter hub and the introducer tip. It was ¿peeled back like a banana.¿ this resulted in unspecified damage to the cage assembly (the exact component and type of damage could not be obtained) of the embotrap iii device, preventing the device from being advanced or retracted. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to make a correction / addition to section h.10. The following was added to h.10.: with the information available and without the product and concomitant microcatheter available for analysis, the reported customer complaint cannot be confirmed. The lot number of the device is not known, therefore review of the device history record was not performed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. [Conclusion - corrected]: it was reported that during the procedure, the physician attempted to gain access to the right femoral artery, but it was occluded. The left femoral artery was also occluded so the physician accessed the right radial artery and navigated all the catheters to their desired location. He crossed the clot with the phenom¿ 21 microcatheter (medtronic) and successfully loaded the 5mm x 37mm embotrap iii revascularization device ((B)(6) / lot# unknown) into the microcatheter and completed the first pass with the device. After the first pass, the embotrap iii device was cleaned in the back table and reloaded into the introducer. The introducer was passed into the rotating hemostasis valve (rhv) but upon seating it in the hub of the microcatheter, the physician could not advance the device into the microcatheter; he was also unable to retrieve the device out of the introducer. The device was likely pushed out of the end of the introducer when advancing the introducer through the rhv and then pinched between the hub of the microcatheter and the tip of the introducer when the introducer was being advanced. At that point, the device was damaged and no longer usable for any more passes. The physician removed the introducer and the device from the microcatheter and discarded it. Another 5mm x 37mm embotrap iii was loaded into the rhv and advanced into the microcatheter without issue. Another pass was completed with the new embotrap iii, but little clot was retrieved on the second pass. At that point, the physician switched to a 6mm x 37mm trevo® nxt provue retriever (stryker). The physician completed two more passes with the trevo retriever and stopped treatment with a treatment in cerebral infarction (tici) result of 2a. There was no report of any patient adverse event or complication associated with the reported issue. On 22 september 2020, additional information was provided via phone by the sales rep to the clinician related to the sequence of event that led to the alleged device damage reported in the complaint. The sales rep reported that there were three people involved in the case and he spoke to two of the three people involved. This is the second embotrap iii case for this physician. The first case reportedly went well with a tici score of 3 (complete perfusion) was achieved with one embotrap iii pass. The surgical tech from this case was relatively new and he stated that this was a complicated case from the start with both femoral arteries occluded which resulted the access point being the right radial artery. The first pass made with the embotrap iii was uneventful. They cleaned the device on the back table and reloaded it into the introducer. While reloading the introducer into the rhv and seating in the hub of the microcatheter, the basket of the embotrap iii stuck out a little. When they attempted to push the introducer into the microcatheter hub, they pinched the exposed end of the embotrap basket between the microcatheter hub and the introducer tip. It was ¿peeled back like a banana.¿ this resulted in unspecified damage to the cage assembly (the exact component and type of damage could not be obtained) of the embotrap iii device, preventing the device from being advanced or retracted. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the product and concomitant microcatheter available for analysis, the reported customer complaint cannot be confirmed. The lot number of the device is not known, therefore review of the device history record was not performed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity, were not provided. The device lot number is not available / not reported. The expiration date of the device is not known. The initial reporter phone is not available / reported. The device manufacture date is not known as the device lot number is not available / not reported. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that during the procedure, the physician attempted to gain access to the right femoral artery, but it was occluded. The left femoral artery was also occluded so the physician accessed the right radial artery and navigated all the catheters to their desired location. He crossed the clot with the phenom¿ 21 microcatheter (medtronic) and successfully loaded the 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) into the microcatheter and completed the first pass with the device. After the first pass, the embotrap iii device was cleaned in the back table and reloaded into the introducer. The introducer was passed into the rotating hemostasis valve (rhv) but upon seating it in the hub of the microcatheter, the physician could not advance the device into the microcatheter; he was also unable to retrieve the device out of the introducer. The device was likely pushed out of the end of the introducer when advancing the introducer through the rhv and then pinched between the hub of the microcatheter and the tip of the introducer when the introducer was being advanced. At that point, the device was damaged and no longer usable for any more passes. The physician removed the introducer and the device from the microcatheter and discarded it. Another 5mm x 37mm embotrap iii was loaded into the rhv and advanced into the microcatheter without issue. Another pass was completed with the new embotrap iii, but little clot was retrieved on the second pass. At that point, the physician switched to a 6mm x 37mm trevo® nxt provue retriever (stryker). The physician completed two more passes with the trevo retriever and stopped treatment with a treatment in cerebral infarction (tici) result of 2a. There was no report of any patient adverse event or complication associated with the reported issue. On 22 september 2020, additional information was provided via phone by the sales rep to the clinician related to the sequence of event that led to the alleged device damage reported in the complaint. The sales rep reported that there were three people involved in the case and he spoke to two of the three people involved. This is the second embotrap iii case for this physician. The first case reportedly went well with a tici score of 3 (complete perfusion) was achieved with one embotrap iii pass. The surgical tech from this case was relatively new and he stated that this was a complicated case from the start with both femoral arteries occluded which resulted the access point being the right radial artery. The first pass made with the embotrap iii was uneventful. They cleaned the device on the back table and reloaded it into the introducer. While reloading the introducer into the rhv and seating in the hub of the microcatheter, the basket of the embotrap iii stuck out a little. When they attempted to push the introducer into the microcatheter hub, they pinched the exposed end of the embotrap basket between the microcatheter hub and the introducer tip. It was ¿peeled back like a banana.¿ this resulted in unspecified damage to the cage assembly (the exact component and type of damage could not be obtained) of the embotrap iii device, preventing the device from being advanced or retracted.